Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for ratcheting adapter, cannulated was conducted identifying that lot number e0210 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 19 sep 2010 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 03 jun 2010 with no discrepancies. Batch3: lot qty of (B)(4) units were released on 20 sep 2010 with no discrepancies. Batch4: lot qty of (B)(4) units were released on 24 jun 2010 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: ratcheting adapter, cannulated (part# 286710490, lot# e0210, qty# 1) was returned at us customer quality (cq). Upon visual inspection at cq, it is observed that the distal shaft of the received device got broken. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Device failure / defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Documentation/ specification review: the following drawing(s) was reviewed: -adpt, m-play mini rtch psh btn fer asy no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for ratcheting adapter, cannulated (part# 286710490, lot# e0210) as the device was received at cq with the broken distal shaft. While a definitive root cause could not be identified for the reported problem, it is possible that the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the coupling which returned from the sterilization department was found to be broken. It was unknown when the instrument broke and patient involvement was unknown. This report involves one (1) viper system ratcheting adapter, cann. This is report 1 of 1 for (B)(4).